Event description:
Reporter indicated the patient was referred for vns generator replacement due to end of service, and the last known diagnostics were normal, but were not specified. No trauma had occurred, and it was unlikely x-rays were performed prior to the surgery.

Event description:
Reporter indicated that during vns generator replacement surgery due to end of service, it was noted the vns lead was fractured. In addition, fluid and scar tissue was noted inside the lead. The patient received a new generator and lead, and systems diagnostics were within normal limits for the new implants. Attempts for return of the explanted lead and generator were unsuccessful as the hospital does not return explants. Attempts for additional information are in progress.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.